Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that while trying to remove the catheter due to an obstruction, the nurse aspirated the balloon and there was only 4 cc remaining but 10 cc was put in the balloon to inflate it. Additional information received on 11 sept 2023 clarified that the catheter was blocked, not kinked and the obstruction prevented urine from leaking through the catheter and instead leaked around it. The caregiver attempted to irrigate without success, so a catheter change was needed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.